Event description:
It was reported that an asymptomatic dependent patient's right ventricular lead experienced a polarity switch approximately three years ago which was accommodated by utilizing high output settings to provide an adequate safety margin. A replacement procedure was planned but the patient passed away due to causes unrelated to the right ventricular lead.